Event description:
Event description cpi did not receive a complaint against this product. Cpi received information that this bipolar endocardial tined lead bt10 was removed from service because the patient went in for a transplant. Lab analysis shows lead abrasion, therefore we are submitting a malfunction report.